Manufacturer narrative:
The operator of the advia centaur cp instrument called the siemens customer care center (ccc) to report cardiac troponin I (tni-ultra) discordant patient results. A customer service engineer (cse) was dispatched to the customer site by the ccc. The cse determined no mechanical issues after performing a total service call, six-month preventive maintenance, and cleaning the sample and reagent probe rails. The cse has ensured that all qc (quality controls) results are in range and the instrument is fully operational. No further evaluation of this device is required.

Event description:
The operator of the advia centaur cp instrument called the siemens customer care center (ccc) to report a cardiac troponin I (tni-ultra) discordant low patient result. The sample was originally tested on an alternate advia centaur cp instrument and resulted high. The operator repeated it on advia centaur cp (s/n (B)(4)) and it resulted lower. The lower result was reported. The same sample was repeated on the alternate centaur cp instrument, still resulting high. The sample was also repeated on advia centaur cp (s/n (B)(4)) and resulted high, matching the results from the alternate instrument. The operator then called the ER (emergency room) to report the corrected result. There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.